Manufacturer narrative:
(B)(4).

Event description:
It was reported a remote competitor transmission indicated the patient received a patient notification. The patient is asymptomatic. The device delivered an alert as the high voltage lead impedance had gradually increased over time to an upper out of range measurement. The cause of the high impedance is still unknown. Isometrics performed showed the lead vectors were fine. No programming intervention was suggested. The patient will continue to be monitored remotely. The patient condition is stable.